Event description:
Left modified radical mastectomy performed 4/94 with insertion of sub - muscular tissue expander. Significant tissue deflation occured with increasing pain & possible infection - leak found in implant during removal.